Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shocks for what the physician suspects is a supraventricular tachycardia (svt). Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that another instance of inappropriate anti-tachycardia pacing (atp) with a single shock occurred for an atrial driven rhythm. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shocks for what the physician suspects is a supraventricular tachycardia (svt). Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and shocks for what the physician suspects is a supraventricular tachycardia (svt). Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that another instance of inappropriate anti-tachycardia pacing (atp) with a single shock occurred for an atrial driven rhythm. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem. Field b1 adverse event/product problem.